Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low sodium (na) result generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory. The subsequent testing produced higher result. There was no effect to the patient or to the user.

Manufacturer narrative:
Qc results between (B)(6) 2010 and (B)(6) 2010 were all within the established ranges. Three attempts were made to contact the customer to troubleshoot and offer a service, but the customer did not call back. A clear root cause has not been determined for this event to date.